Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and one month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the implanting center for surgical intervention due to cardiothoracic diagnosis of pseudoaneurysm from lvad outflow graft. The patient was taken to the operating room for lvad outflow graft stent placement. Reportedly, the patient tolerated the procedure well without significant difficulty or evident complication. The patient was transferred to the cardiothoracic surgical intensive care unit in critical but stable condition. The event start date was reported as (B)(6) 2017 and resolved on (B)(6) 2017.

Manufacturer narrative:
Additional information: placeholder.

Event description:
Additional information: it was reported that the patient initially presented on an unspecified date with heart failure symptoms and received unspecified treatment. The patient then developed lower sternal/epigastric pain. Initial treatment for the lower sternal pain was proton pump inhibitors (ppi) due to concern for peptic ulcer disease (pud), but the pain was non-responsive. The patient¿s medical history and exam were not consistent with pulmonary embolism (pe) or pericarditis. The patient had no signs of infection: afebrile with normal white blood cell count (wbc). On (B)(6) 2017 chest CT scan was suggestive of pseudoaneurysm and chest CT angiogram revealed two fluid collections. The first was suggestive of pseudoaneurysm with mass effect on the lvad outflow tract with 50% narrowing. The second was either hematoma or thrombosed portion of a bilobed pseudoaneurysm. Right heart catheterization on (B)(6) 2017 revealed evidence of inadequate left ventricle unloading, which was likely related to the mass effect. A repeat chest CT that same day demonstrated increasing size of pseudoaneurysm and subxiphoid hematoma. CT angiogram and ultrasound were consistent with enlarging pseudoaneurysm from aortic outflow graft of the lvad. The patient was a high risk candidate for redo open surgery, and was evaluated for possible endovascular repair.